Event description:
A customer contacted beckman coulter inc. (Bec) stating that the probe in the unicel dxh 800 coulter cellular analysis system was dripping blood and diluent. The user was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. There was no injury or exposure reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) spoke to the customer via phone to troubleshoot the probe drip. The customer performed probe cleaning procedure but issue returned after a few samples were run. Fse was dispatched on-site and found a clog in the nrbc drain. Fse cleared debris, adjusted pneumatics, cleaned spill and verified operation of the instrument with established procedures. Results met published performance specifications. The root cause for the drip was a clog in the nrbc chamber drain. (B)(4).